Event description:
According to the initial report, "patient is subject (B)(6) in the (B)(6) post approval study. Neurologic thromboembolism, subacute infarction was reported to have lasted 3 days and fully resolved with no treatment." Adjudication determined this event to be valve-related. This investigation will be relegated to onxace-21, sn (B)(4).